Event description:
A family member reported that patient has a blood glucose (bg) of "high" on the meter (above 600 mg/dl) with emesis. The family member stated that she believed the patient may not have managed her diabetes correctly while at school. She reported that she programmed a temp basal to bring down the bg. Patient's bg reportedly resolved to 283 mg/dl at the time of the call. The family member reported that the pump alarmed for exceeding maximum total daily dose. Customer support reviewed the pump with the family member. She reported that the pump's history showed small prime volumes. She reported that she did not remember the pump dispensing any insulin during the load step; she only remembered that the pump took minimal prime before insulin came from the end of the tubing. She reported several prime volumes of 1 unit or less between (B)(6) 2011. She reported she did not notice any leaks or air in cartridges. She confirmed they rotate sites appropriately. This report is made because the insulin pump cannot be ruled out as a contributor to the patient's hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.